Event description:
Health professional reported lap-band system explanted due to erosion.

Manufacturer narrative:
Unique identifier (UDI) #: ((B)(4). Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number and serial number provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Erosion is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional information has been reported to allergan regarding the event date, implant date, diagnostic testing, patient data, or further event details.